Event description:
Customer reportedthat one individual had been blistered and two individuals had high edema following lightsheer hair removal treatment. All three individuals were type IV skin.

Manufacturer narrative:
As of 12/05/2006, no medical intervention has been reported. The physician offered to see the patient who was blistered, and the patient refused. Per the service depot, the sapphire tip was extremely dirty with gel and hair. The foreign material contamination appears to be the root cause of the incidents. The reported treatment parameters were reviewed. For patient male, 100 ms pulse duration, rather than 30 ms pulse duration, should have been used due to coarseness of the patient's hair. The use of the more aggressive pulse duration may have contributed to the root cause for this patient. For the other two patients, the reported treatment parameters were consistent with the physician recommended fluences for treatment with the lightsheer et diode laser system. The service depot cleaned the tip thoroughly and recalibrated the unit.